Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was in good condition before and after the procedure.